Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), shock impedance measurements were variable during testing; ranging from 88 to above 125 ohms. All other measurements on the right ventricular (rv) lead were in normal range. Boston scientific technical services (ts) was contacted and discussed making sure that the pocket was hydrated and to turn off any external electrical equipment. The electrocautery machine and external defibrillator were turned off and a 1.1 joule commanded shock test was performed which yielded normal shock impedance measurements. Defibrillation threshold (dft) testing was also performed and again normal measurements were observed. No adverse patient effects were reported. Two years later, this crt-d was electively replaced during a revision to implant a left ventricular (lv) lead. No adverse patient effects were reported. The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header found body fluid in both the proximal and distal high voltage ports. All seal plugs were intact and the setscrews moved freely without issue. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met specifications during testing.